Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune type of disorder: reynauds") and rheumatoid arthritis ("autoimmune disorder-atoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". The patient's medical history included back pain, depression, anxiety, gerd, sleep apnea and seizures. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). In 2010, the patient experienced autoimmune disorder (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced depression ("depression/psychological or psychiatric problems condition: anxiety/depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/depression"), scar ("abnormal scarring"), rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("pain") and back pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety, weight increased, alopecia, menorrhagia, vaginal haemorrhage, rheumatoid arthritis, amnesia, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, arthralgia, fatigue and back pain had not resolved and the scar outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, palpitations, pelvic pain, rheumatoid arthritis, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received: events did not underwent for essure confirmation test, abnormal bleeding(vaginal, menorrhagia), reynauds, rheumatoid arthritis, blood or heart disorder/condition type: heart palpitations, neurological conditions or problems type: memory loss,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue were added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss") and scar ("abnormal scarring"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, weight increased, alopecia and scar outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, pelvic pain, scar and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.